Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override and time was one hour ahead. A technical support specialist (tss) dialed into station, configured time and confirmed override icon was not more. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medsurg 1 (osmms1) station was on override mode and displayed an incorrect system time, approximately one hour ahead. As a result, nurses were unable to retrieve medications due to timing-related restrictions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.